Event description:
It was reported on (B)(6) 2023 by an arthrex employee via sems that an ar-1934-24ds drill bit got stuck in the ar-1934bcf-24-2 drill sleeve. It was used at the elbow head. Used a new product, and the case was completed. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for investigation and no photos were provided. Based on the provided information the drill bit got stuck in the drill sleeve, the most likely cause is user error. Due to the application of prying or leveraging forces onto the drill bit while in the drill sleeve. Complaint is not confirmed.